Event description:
It was reported that balloon rupture occurred. During endovascular treatment (evt) of a chronic total occlusion (cto) lesion in the peripheral vasculature, a 2.0 mm x 40 mm coyote balloon catheter was advanced following guidewire passage. However, during the first inflation at 8 atmospheres, the balloon ruptured due to the highly calcified lesion. Dilatation was continued using a high-pressure balloon of the same size, followed by a 2.5 mm x 150 mm coyote balloon catheter. However, during the second inflation at 6 atmospheres, the second coyote balloon also ruptured. The procedure was completed using a high-pressure balloon of the same size followed by post-dilatation with a 3 mm high-pressure balloon. No patient complications were reported as a result of this event.